Manufacturer narrative:
The pump was received with a blank display. After disconnecting and re-connecting the electronic assembly stack, the pump powered up properly. The problem was isolated to the electronic assembly. Unable to perform the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, operating currents, off no power, excessive no delivery or self tests due to the blank display. Unable to verify the unexpected shut down, low battery or off no power alarms due to the blank display. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the insulin pump shut off without an alarm. The customer's blood glucose level was unknown. No further details were provided.